Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received in good condition. Functional testing could not duplicate/replicate reported problem. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was calibrated. No further action was taken since the device performed as designed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reported that the disposable alarm would go off, on setup. Troubleshooting was attempted to resolve. The customer tried multiple fluid sets, troubleshooting from the manual and with tech support. The device was not connected to a patient. There was no patient involvement.